Event description:
Instaheet instant hot packs, disposable, are exceeding the labeled maximum temp of 160 degrees fahrenheit, and have reacked temps as hight as 180 degrees. This posed a problem for the pts who are under anestesia, i.e., labor and delivery pts who have an epidural's. The pt cannot feel if they are getting burnt.